Manufacturer narrative:
No unexpected scrolling of numbers or button error alarms noted during testing. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated they were unable to press any buttons and the numbers were scrolling on the insulin pump when attempting to bolus. The customer's blood glucose was 204 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.